Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had no power. The customer reported that the machine had turned off suddenly. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a drawer controller board issue. A field service engineer replaced the faulty drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.